Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. This complaint is being reported due to use error that may have caused the patient's hospitalization.

Event description:
The patient's hcp contacted animas on (B)(6) alleging there were air bubbles in the cartridge. The patient was allegedly admitted to the hospital for elevated blood glucose levels. His blood glucose level was 376 mg/dl and he had nausea and vomiting. At the time of admission the hcp discovered many air bubbles in the cartridge. The hcp says the patient does not appear to be getting the proper amount of insulin the second day after changing the site and cartridge. The animas representative reviewed bubble prevention techniques with the reporter and the patient's hcp. The patient's mother said when cycling the cartridge the movements were not slow. The animas representative advised that the filling process needs to be slow. The air bubbles reportedly move out of the insulin liquid over time, which would be why his insulin seems to become less effective on the second day after the site/set change. The animas representative also mentioned that if the patient's blood glucose levels are elevated the site should be checked and the cartridge needs to be checked for air bubbles. Air bubbles need to be expelled in necessary. This complaint is being reported because the cartridge reportedly had many air bubbles and the patient was hospitalized for elevated blood glucose.